Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a ldg, one third of the staples at the distal end of the cartridge were unformed on the central side at the 2nd firing. The device was used on the duodenum. The cut line was reinforced by additional hand suture with monocryl. Another device was used to complete the case. There were no adverse consequences to the patient. Prior to the event, the marking clip on the tumor could not be located, and thus the reconstruction method was changed from delta-shaped anastomosis to roux-en-y anastomosis. The surgeon is concerned that the missing clip might have affected the event.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/30/2018. Batch # p58x03. The analysis found that one psee60a device was returned with no apparent damage and with three gst60b cartridges reloads present. The reload (b) was received fully fired. The reload (c) was received unfired. The reload (d) was received fully fired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.